Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was originally reported that the user found the catheter with the deflated balloon outside of the patient's body on the day after placement at a ward. The patient was transferred to the facility's emergency room due to abdominal pain. The catheter was inserted into the patient and then he was transferred to a ward. On the day after placement, the user found the catheter, with a deflated balloon, outside of the patient's body at the ward. A leak test was performed against the catheter at the facility, but the leak was not confirmed. Another catheter was then used.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Evaluation found that no leakage was observed, even when pressure was applied on the sac. The sample was inflated with air while submerged in water and noted no air bubbles leaked from the catheter. Inflated the balloon with 10cc of water and found the catheter inflated and deflated without difficulty. Dissected and inspected the rubberize layer and confirmed no leakage along the rubberized layer of the lumen. Also, there was no leakage from the valve. Exact cause of the sample condition could not be determined and could not assign a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[contraindications] method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients do not use in patients who are or have been allergic to natural rubber latex."" (B)(4).

Event description:
It was originally reported that the user found the catheter with the deflated balloon outside of the patient's body on the day after placement at a ward. The patient was transferred to the facility's emergency room due to abdominal pain. The catheter was inserted into the patient and then he was transferred to a ward. On the day after placement, the user found the catheter, with a deflated balloon, outside of the patient's body at the ward. A leak test was performed against the catheter at the facility, but the leak was not confirmed. Another catheter was then used.

Manufacturer narrative:
Received only the catheter, that was cut into 2pcs. The reported event was inconclusive due to the poor sample condition. The sample was evaluated and did not observe any other defects on the returned catheter. There was no evidence found for the reported issue. The catheter was also evaluated under a microscope, and no evidence was found to support the reported event. Per the dimensional evaluation, the following was found: length of the first piece of the catheter: 4.5cm. Length of the catheter from the tip:6cm. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[contraindications]. Method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: do not use in patients who are or have been allergic to natural rubber latex."" (B)(4).

Event description:
It was originally reported that the user found the catheter with the deflated balloon outside of the patient's body on the day after placement at a ward. The patient was transferred to the facility's emergency room due to abdominal pain. The catheter was inserted into the patient and then he was transferred to a ward. On the day after placement, the user found the catheter, with a deflated balloon, outside of the patient's body at the ward. A leak test was performed against the catheter at the facility, but the leak was not confirmed. Another catheter was then used.